Event description:
It was reported during a tfn procedure, there was a misalignment issue. The locking screw was not lining up. The jig was removed to complete the surgery free hand. Surgery time was extended less than one hour. This is 5 of 10 reports for the same event.

Manufacturer narrative:
Subject device has been received and evaluated. Alleged malfunction could not be reproduced. Device met specifications. DHR has been requested.